Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of replace system controller alarm was determined to be related to the driveline issue which will be investigated under the pump investigation in MFR # 2916596-2023-00966. The returned hm2 system controller, serial (B)(6) was functionally tested and passed all steps without any issue. The controller operated on a mock circulatory loop for an extended period of time without reproducing any alarms. The controller functioned as intended during analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including replace system controller, lcd fault, and backup battery fault. Heartmate ii instructions for use section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's log files showed four pump stops and 35 low speed hazards. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appeared to occur while the pump was connected to the power module. It was also reported that the patient's log files captured 12 replace system controller alarms. There were no other unusual events recorded and the device operated as intended. The controller was exchanged and will be returned for evaluation. The patient was placed on an ungrounded cable since these events. It was confirmed that the pump stops were due to a short-to-shield. The patient was lying supine and asymptomatic during time of event. It was noted that the driveline was taped but no damage was identified on x-ray, the driveline were unremarkable. The plan was to possibly discharge the patient home with grounded cable. A driveline repair was scheduled for (B)(6) 2023.

Manufacturer narrative:
Related MFR number 2916596-2023-00966. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.